Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tsv implant (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified a fractured collar. DHR review for the lot (61178854) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (61178854) and no similar event or complaint was found. (Complaint category keyword: fracture: implant). Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. E1: reporter email address unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported implant fractured at the collar height. Inflammation as a consequence of the event.